Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the cystonephrofiberscope exhibited line the image. The reported issue occurred during preparation for use prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This supplemental report is to provide a correction to the initially submitted medwatch medical device report (MDR). The initial MDR was erroneously submitted as a reportable malfunction, however, there are no reportable malfunctions related to the subject device captured in this complaint. Per the legal manufacturer, this device has no issues that have the potential to cause or contribute to death or serious injury if they were to recur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.